Manufacturer narrative:
(B)(4). Zipper slider damage. Results: inspection found that the zipper tape on the right side window is cut. The perimeter guard zipper slider body is open. (B)(4).

Event description:
The customer reported that the zipper slider is damaged on the right side panel. This was discovered while in use with a patient and there was no patient injury reported.